Manufacturer narrative:
Sample aspiration alarms were observed on the alarm trace data suggesting a pre-analytical handling issue. The malfunction is consistent with a blocked or clogged sample probe, caused by sample material with clots or fibrin. The specific cause of the event could not be determined.

Manufacturer narrative:
This event occurred in (B)(6). Precision test results showed issues for gluc3. The field service engineer (fse) replaced the sample probe and checked adjustments and mixers which were ok. The investigation is ongoing.

Event description:
The initial reporter complained of a discrepant low result for 1 patient sample tested for glucose hk gen.3 (gluc3) on a cobas pro c 503 analytical unit. The initial result was 29.3 mg/dl. This result was reported outside of the laboratory where the physician questioned it. The repeat result was 88.1 mg/dl. The gluc3 reagent lot number was 47113401 with an expiration date of 30-jun-2021.